Event description:
Follow-up information received identified that the issue occurred during preparation for use in a diagnostic upper gastrointestinal endoscopy procedure. There was no delay in the procedure and completed with a similar device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigations, the likely cause of foreign material remaining in/on the subject device was probably due to deviations from instructions for use (IFU) in reprocessing the device. The subject device was manufactured in accordance with its specifications and no non-conformity was found at manufacturing. The device was shipped in accordance with the specifications. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found nozzle appearance failed. Due to damage on charge coupled device unit, the image has roughness. Due to clogging of nozzle, water removal ability does not meet the standard value. Nozzles had foreign objects. Bending section rubber has discoloration. Connecting tube has discoloration. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to the wear of angle wire, bending angle in down direction does not meet the standard value. Due to wear of angle wire, bending angle in left direction does not meet the standard value. Due to the wear of angle wire, bending angle in right direction does not meet the standard value. Due to the wear of angle wire, the play of up/down knob is out of the standard value. Due to the wear of angle wire, the play of right/left knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii gastrointestinal videoscope had image issues (image noisy with stripes). The issue was found during preparation for use in an unknown procedure. Inspection and testing of the returned device found nozzle was clogged with foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.